Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer can't calibrate the syringe size potential meter. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with primary complaint that device would not recognize syringe size. Event logs confirmed customer complaint. No previous service was noted in the last 12 months. Able to confirm customer complaint with onboarding test. The device was repaired by replacing the plunger potentiometer. The device was validated using the onboard performance verification test, and the pump passed all validation tests.